Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump displayed a software error. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. The pump was inspected, functional tests were performed and the pump passed all tests. Further investigation of the pump determined that the device was functioning properly, therefore, no problem found with the reported issue. However, service recommended to re-install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.